Event description:
On (B)(6) 2012, the reporter claimed the patient had elevated blood glucose of 400 mg/dl to "hi" (above 600 mg/dl) with sign of small ketones while having frequent occlusion alarms issues. Reportedly, the patient changed the sites multiple times but the issue was not resolved. During troubleshooting, the animas representative noted there was a history of partially delivered cancelled boluses. The animas representative concluded the hyperglycemia was possibly related to a site issue as the cannula was straight when removed and the site areas have been used for a long time. This complaint is being reported because, the patient allegedly had hyperglycemic numeric readings and small ketones while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows occlusion alarms. The pump was exercised for 24 hours with no occlusion alarms. The force sensor was found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported occlusion was found in pump history but was not duplicated during testing.